Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 confirmed in pump history with variable (003) due to broken trace at pin on keypad assembly. Pump error 53 found in the pump history due to software error. No pump error 4 alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was unknown at the time of incident. Customer reported they received multiple pump error. Customer reported that they were clear the alarm. Customer performed self test and customer received hardware low level failures error. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.